Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the zip tie for the pe valve was leaking. Additional malfunctions include the inlet filer was dirty, cabinet filter was missing, the power switch had a short circuit, and the hose clamp for the manifold was leaking.